Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reseated the endoscope controller (ec) power cable to fix the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. A review of the site's system logs for the reported procedure date revealed a possibly related system error indicating "a node configured to be present did not respond during system starting up."

Event description:
It was reported that during a davinci-assisted right hemicolectomy procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report multiple non-recoverable error on the system. The tse asked the user to perform a system reboot with a hard power cycle, and to clean and inspect the blue fiber cable (bfc). After that, the issue persisted. The logs showed the error pointed to endoscope controller (ec) and the caller confirm the ec was powered off even after the alternating current (ac) power cable inside the vision side cart (vsc) was reset. The procedure was converted to laparoscopy with one additional port being placed. The patient tolerated the conversion well.